Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of a dehp- free solution set in which a leak was observed. It is unknown when the alleged defect was observed. There was no patient involved. Therefore, there were no reports of patient injury, adverse events, or medical intervention associated with this event. No additional information is available.